Manufacturer narrative:
Additional information received from the distributor on 13oct2015: the primary doctor of neurosurgery and clinical engineer performed the procedure. They doctor has placed camino products approximately 10-20 times. The catheter was zeroed to atmosphere by using the zeroing tool provided prior to implantation. The catheter and cable were secured to the sheets by a clip. The patient was not moved at any point before the issue was discovered. The catheter was removed after the incident on (B)(6) 2015. There was no patient harm or injury. Since the catheter was removed, the patient¿s icp pressure of -29 was measured with ambient air. The 1104g catheter was not replaced because it would reduce "the burden of re-surgery". It was confirmed that cam01 monitor did not have any problems, it worked correctly at the hospital. There were no error messages displayed by the cam01 during the incident. Linked to mfg report number: 2023988-2015-00040.

Manufacturer narrative:
Integra has completed their internal investigation on 11/13/2015. The investigation included: methods: evaluation of actual device , review of device history records, review of complaints history. Results: the customer complaint incident ¿he wave form and sys/dias value on the display showed nothing; catheter not reading patient¿s icp correctly¿ was not verified and could not be duplicated. Customer complaint was not confirmed. DHR review was completed for cam01 monitor serial number (B)(4), to identify any recorded anomalies that could be associated to the complaint incident. Date of manufacture: jun-2013. The work order (B)(4) documents the production of split batch 2/12 for cam01 monitor serial number (B)(4) and was completed correctly following company work instructions. All results of the functionality tests were recorded as within specifications prior cam01 monitor been released. A minimum of 12 month review of cam01 monitor customer complaints was completed in trackwise® using the following key words ¿icp value issue¿ and a root cause ¿product not returned¿ in the search criteria. The key word search review of the complaints contained all and/or part of the key words to complete a comprehensive trend review. The analysis of the complaint investigations and root cause reports has concluded this is the 2nd identified complaint for the reported failure associated with the cam01 monitor that has not been returned for evaluation. No trend has been identified. Conclusion: since the product was not returned for failure analysis investigation no root cause can be established.

Event description:
This is the second of two reports. The child patient (age and gender not provided) underwent a cranioplasty and the catheter was implanted on (B)(6) 2015. It had worked correctly then. On (B)(6) 2015, the wave form and "sys/dias" value on the display showed nothing when the hospital checked the cam01. Only average pressure displayed 9 mmhg. Thus, the catheter was explanted. There was no replacement catheter: after explanting the catheter, the pressure showed -29. There was no surgery delay. Patient outcome was reported as "recovery". Additional information has been requested.